Event description:
As reported, approximately nine years post initial left total knee arthroplasty, the patient was revised due to discrete wear of the poly. The femoral component was practically loose without attached cement and without osteointegration, as all the cement is attached to the bone.

Manufacturer narrative:
H3: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening as stated in the experience report. The reported femoral debonding may be due to failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface secondary to contributions from patient conditions. However, this cannot be confirmed as there were no details regarding cementing technique or environmental conditions provided. Potential contributions of user-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d1, d4, h4, h6.